Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The wrong restoration mdm/adm x3 liner was implanted. I received restocks from prior surgery I noticed an unusual alpha code. Upon investigation it was revealed that the wrong liner was implanted. I notified stryker management, the surgeon and his staff, and the or director of the hospital. After reviewing x-rays my findings were confirmed. It was decided to bring the patient back to the or and the correct adm/mdm liner was identified, assembled and uneventfully implanted.

Manufacturer narrative:
An off label event regarding an adm liner and mdm liner was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that the surgeon used a 28 (ID) / 54 (od) adm liner with a 42e mdm liner. The mdm x3 mobile bearing hip system surgical protocol, reference lsp73 rev. 3 outlines the mdm liner and an adm insert compatibility in table 1. The 42e mdm liner should have a 42 od/ 28 ID adm liner component implanted with it. The incorrect adm liner (52 od) was implanted in this case. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The wrong restoration mdm/adm x3 liner was implanted. I received restocks from prior surgery. I noticed an unusual alpha code. Upon investigation it was revealed that the wrong liner was implanted. I notified stryker management, the surgeon and his staff, and the o.r. Director of the hospital. After reviewing x-rays my findings were confirmed. It was decided to bring the patient back to the o.r. And the correct adm/mdm liner was identified, assembled and uneventfully implanted.